Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 91% stenosed, 52x3.0mm, eccentric and the de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 3.00 x 48mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal part of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found that, stent struts on the 1st proximal stent row were lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and tactile examination of the and inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 91% stenosed, 52x3.0mm, eccentric and the de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 3.00 x 48mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal part of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.